Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: procedure- robotic low anterior colon resection no adverse patient consequence patient case lasted an additional 1 hour to resolve the fact that the stapler wouldn't fire. The patient did go home on day three with no complications. Lot # v94r9k. Cdh29p. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported by the caller called and requested instructions on how to use product. Unable to get it to fire after troubleshooting, provided instructions for removal. Device replaced with new and firing successfully completed.